Event description:
It was reported that the patient called their doctor and was diagnosed with a abscess of the pod site and diagnosed with blood glucose (bg) values that reached 370 mg/dl. For treatment, the patient was prescribed a antibiotic cream called mupirocin 2% to apply 3 to 4 times per day. The area was leaking pus and was swollen. The pod was longer than 48 hours on the hips/buttocks.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The device was received fully deployed. Investigation of the device did not find any damages or abnormalities that would cause an infection at the infusion site. The cause of the reported infection could not be determined. The cannula assembly and bottom housing were inspected for damages or abnormalities that could contribute to the reported pain. No issues were observed in the inspection. Although no issues were observed, the exact cause for the reported pain during insertion could not be conclusively determined.